Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window, cracked display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump had many scratches and the display screen was worn. Blood glucose level at the time of the call was not provided. No further information was provided.